Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported complaint. Visual inspection shows no broken cable at the distal end. The instrument's housing was removed and it was discovered that one pitch cable was derailed from the back idler pulleys. The cable was found to be wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the silver cable on the pk dissecting instrument was broken. No missing or fallen pieces were reported.